Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated; the reported condition has been confirmed. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that an intermate lv was found with a cracked luer lock. This malfunction was reported to have been observed before use. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination confirmed the reported condition of a broken distal luer. The luer post was broken off at the base of the stem near the tubing. However, the cause of the reported condition could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.